Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an "air in line" error that was noted by the customer. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an "air in line" error that was noted by the customer.

Manufacturer narrative:
Additional information: (event site telephone: (B)(6)). A getinge field service engineer (fse) evaluated the unit and found the unit would not pass the drive manifold test. After replacing the drive manifold, the fse performed a pm, a full calibration, and tested the unit. The equipment does not meet manufactures specs because it is due for batteries which are on back order and therefore is not released for use.